Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of two devices. The event report alleges the product was used in a surgical procedure. There was damage to the distal end of both of the cannulas in the form of broken locking tabs. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition can be caused by rough handling of the device and using excessive force. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia procedure. Happened following trocar insertion upon opening inner fixation "basket." The obturator / trocar broke. The fixation basket broke. Able to complete the procedure and carefully closed "baskets" and removed trocars. Upon removal, inspected trocars to assure no missing fragments. A piece did disengage from the device. The issue occurred with two devices during the procedure. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.